Event description:
The pt reportedly experienced intermittency and complete loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.